Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The pigtail catheter was placed through the sheath. A full dose of heparin was administered prior to the transseptal puncture (tsp) with the versacross connect. Activated clotting time (act) was 308 post tsp. Prior to device insertion a thrombus was noted on the pigtail. The physician aspirated and swapped out the sheaths to complete the implant. It was noted the patient had discontinued eliquis four days prior to the procedure. The patient was discharged on 75mg clopidogrel and 81mg aspirin and has an anticipated 45-day follow up scheduled for (B)(6) 2026.